Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2000 and mesh and ams in-fast were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, bleeding, infection, urinary problems, dyspareunia, vaginal scarring, organ perforation and punctured vaginal wall. It was reported that on (B)(6) 2005 the patient underwent removal of eroded pubovaginal sling due to erosion, vaginal pain, and vaginal bleeding. (B)(4) ¿urinary problems; dyspareunia; punctured vaginal wall.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with right salpingo oophorectomy.